Event description:
It was reported that during a training/demo of the da vinci system the customer stated a training system was showing universal surgical manipulator 2 (usm2) errors. The customer was not at the system during the call but relayed that the da vinci system displayed an i2c bus error and an usm2 manipulator encoder error indicating a failure to read calibration data. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.